Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed the pulse test. The cause of the pulse test failure was isolated to low output from processor u1 on the monitor c/a board. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.